Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? What date did the infection occur on? Please clarify, how was the patient treated for the infection (product removed; re-operation; prescription medication; other?)? If medication was required, please clarify if it was prescribed or purchased over-the-counter. What is the most current patient status? Can you identify the lot number of the product that was used? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and absorbable hemostat was used. Three to four weeks post op the patient experienced an infected knee. When they went back in the absorbable hemostat had not fully absorbed. They cleaned the knee out and treated the patient for the infection. Additional information was requested.